Event description:
It is reported that the patient is experiencing loosening and the locking screw is visable in the spacer in x-rays.

Manufacturer narrative:
This report will be amended when our investigation is complete.